Event description:
It was reported that during a procedure the laser fiber was opened and broke when the fiber was being connected to the laser machine. There was no patient harm reported due to this event.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported fiber break cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a procedure the laser fiber was opened and broke when the fiber was being connected to the laser machine. There was no patient harm reported due to this event.